Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited an out of range impedance measurement, causing a lead safety switch (lss) to occur. Then noise and oversensing were noted after the lss. The patient's intrinsic rhythm was present; therefore, no pauses in pacing were observed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update evaluation coding.